Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2024. Blood glucose level was 500 mg/dl at the time of the event. Patient was hospitalized. The duration of hospitalization was greater than 24 hours. Patient was treated with manual injection. No further information was available.